Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis and known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the issue could not be reproduced. Review of the system logs showed that the exit occurred when in the "select patient" task.

Event description:
Medtronic received information that regarding a navigation system being used outside of a procedure. It was reported that the system exited out of the cranial 2.2.7 software back to the application selection screen. User was able to go back into the cranial software and the issue did not reoccur. There was no patient present.